Manufacturer narrative:
Sc-1132 (sn (B)(4)) device evaluation indicated that the device passed all tests performed. The device exhibited normal characteristics. The source of the inflammation and burning sensation at the pocket site was not determined. The patient's data showed that the maximum temperature was registered as 40.465 °c, within the limit of 45±1 °c. Ac/dc current leakage tests and residual gas analysis verified no loss of electric current into the surrounding tissue as a result of faulty insulation. Review of the sterilization record did not find any anomalies or deviations that potentially relate to the reported event.

Event description:
A report was received that the patient's ipg site was inflamed and burning causing a lot of pain and burning sensation. The physician suspected that the ipg site maybe infected. The patient was prescribed antibiotics.

Manufacturer narrative:
Additional information was received that the patient underwent a procedure wherein the ipg was explanted. Device malfunction was suspected. The patient was doing well post operatively.

Event description:
A report was received that the patient's ipg site was inflamed and burning causing a lot of pain and burning sensation. The physician suspected that the ipg site maybe infected. The patient was prescribed antibiotics.

Manufacturer narrative:
Additional information was received that the physician was not sure if there was an infection. It was noted that the tissue looked a bit red. The physician believed that the pocket site was healing poorly. The patient will undergo an explant procedure.

Event description:
A report was received that the patient's ipg site was inflamed and burning causing a lot of pain and burning sensation. The physician suspected that the ipg site maybe infected. The patient was prescribed antibiotics.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient's ipg site was inflamed and burning causing a lot of pain and burning sensation. The physician suspected that the ipg site maybe infected. The patient was prescribed antibiotics.